Manufacturer narrative:
(B)(4). The sample was not returned; therefore, an evaluation was not performed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
This is report 1 of 2 involved in this peritonitis event. This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Pd therapy was ongoing. The patient experienced peritonitis on and was admitted to the hospital on the same day. The patient was still in the hospital. Treatment included "antibiotics" (could not provide further specifics). The cause of the peritonitis was unknown and the patient was recovering from the event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h11j26077, h11j24049 and h12i27059 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).